Manufacturer narrative:
The product is not expected to be returned for analysis. If the product is returned at a later date, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker detected high threshold measurements and out-of-range impedance measurements on the right ventricular (rv) lead. The patient is pacemaker dependent. The device was explanted for normal battery depletion and the lead was replaced during the same procedure. No additional adverse patient effects were reported.